Event description:
This report was received from (B)(6) and is a spontaneous report by a physician with supplemental information by a consumer from (B)(6) of peritonitis with culture positive for streptococcus mitis (sensitive to penicillin) in a patient coincident with extraneal viaflex (B)(4) and physioneal unspecified therapies for automated peritoneal dialysis (apd). On (b)(6 2011, the patient experienced peritonitis manifested by abdominal pain, fever and cloudy effluent that resulted in hospitalization on the same day. The cause of the peritonitis was not reported. On (B)(6) 2011 the patient began remedial therapy with vancomycin (1 g, ip, 5 on 5 days) and ceftazidime (1 g, ip, daily). On (B)(6) 2011, the patient's pcr (polymerase chain reaction) was 30 mg/dl. On (B)(6) 2011, the patient was discharged from the hospital, therapy with vancomycin and ceftazidime were stopped, and the patient began treatment with vancomycin (1 g, ip, 3 on 3 days). On (B)(6) 2011, therapy with vancomycin was stopped. The peritonitis was resolving. Extraneal viaflex and physioneal unspecified therapies were ongoing unchanged. The physician stated that she did not believe that the peritonitis with culture positive for streptococcus mitis (sensitive to penicillin) was related to extraneal and physioneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.